Manufacturer narrative:
Investigation summary: pump sn (B)(6) returned and inspected. Immediately upon start, issue with optical sensor, did not measure placement signal, steps were followed correctly, pump was replaced with a new pump. Pump passed laser continuity testing. 5s parameters were nominal. No physical abnormalities were noted on the pump. The pump was uson tested at 0, 50, 100, 150, and 200mmhg of externally applied pressure. At each pressure gradient, the pump read as -10, 36, 87, 135, and 184 mmhg, respectfully. The actual minus expected readings were -10, -14, -13, -15, and -16 mmhg, respectfully. No offsets were applied. The root cause of the optical signal issue could not be determined as no abnormalities were found with the returned pump, data logs were not recovered, pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During pump prep, there was a reported issue with the optical sensor not measuring the placement signal. It was reported that all steps to prepare the pump were followed correctly. The pump was replaced with a new impella cp to resolve the issue. There was no patient harm reported due to this issue.